Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 09/17/2014 with the following findings: no damage to the battery compartment was observed. The battery cap was found to be damaged. The battery cap contact height was found to be out of specification.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.